Event description:
Manufacturer ref # (B)(4)

Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The reported ventilator device was investigated on site and the fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module could not reproduce the described customer issue with the technical error for the turbine module. The ventilator also passed pre-use check with the returned turbine module installed. An evaluation of the received device logs could confirm the event with technical error regarding the turbine module. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).